Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had huge leak and was not getting volumes and would not hold. It was indicated that the patient had a 30 mm hg in his cuff and they transitioned him and it was not an excessive amount of air. In addition, they replaced it with another new style trach that they had tested, but it blew and then had to place a 8.0 device. The patient had a replacement of the tube.